Event description:
Additional information was obtained that the ipg eroded. The infection and erosion resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced a suspected infection with painful burning sensation at ipg site in the right buttocks area. It was noted that the area was also discolored, and the skin appeared to have thinned. Patient denies any trauma or weight fluctuations. Cultures were taken from the ipg pocket site, and the results of the cultures are unknown. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A suspected infection was reported to abbott. It was determined the patient experienced a painful burning sensation at ipg site in the right buttocks area. It was noted that the area was also discolored, and the skin appeared to have thinned. Cultures were taken from the ipg pocket site, and the results of the cultures are unknown. Surgical intervention was undertaken wherein the system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.